Event description:
Caller states that the pt tested 245mg/dl on the device and a lab was drawn at the same time which returned as 47mg/dl. Based on the result of 245mg/dl, the customer was given 3 units of regular insulin. No adverse event reported. After the lab result returned as 47mg.dl, the customer was given juice. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.